Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had their leads replaced with MRI safe leads on (B)(6) 2017. It was confirmed that there was no issues with the leads. Patient reported that after surgery, their legs have been going numb and had not been able to drive. Patient said it had been getting worse to where they were laying, sitting or walking and needs a rollator. Patient stated their feet got really heavy and started dragging because they were numb. Patient also mentioned that they were in a lot of pain right after the surgery and the pain was located around the ins site. Patient stated there must have been a lot of scar tissue and was still sensitive around the stomach and ins site. Patient stated they ended up having to stay in the hospital the night after surgery due to the pain which they were not expecting. Patient had an appointment scheduled for (B)(6) 2017 to meet with healthcare professional to get programmed differently. No further complications were reported as a result of this event.